Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the hospital with dizziness symptoms. An electrogram revealed a cardiac atrial fibrillation rhythm. Interrogation revealed this lead displayed loss of capture of unknown duration. In addition, high out of range atrial lead impedance measurements were displayed. When reprogrammed, diaphragmatic stimulation was experienced. Previously, this lead had displayed increased threshold measurements. The non-boston scientific device was reprogrammed. Threshold measurements could not be obtained due to the atrial fibrillation. It was thought the dizziness was due to hemodynamic deterioration related to the atrial fibrillation. No lead anomalies, fracture or connection issues were revealed. The device was reprogrammed and this lead will be further monitored. No further patient symptoms were reported.